Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for excessive noise. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to environmental conditions. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device was damaged, and the device would not run. It was further determined that the device failed pretest for check for air leak, check function of soft mode switch (safety system), check triggers for forward / reverse mode, check for noticeable untrue running, check for excessive noise, and check power with test bench at 6 bar. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.